Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation, prior to being used, the implantable cardioverter defibrillator (ICD) displayed a gray bar indicator on the battery longevity which is indicative of low telemetry battery voltage. The device was not implanted and an alternate device was utilized. No patient complications have been reported as a result of this event.